Manufacturer narrative:
Previous patient code (3191: appropriate term/code not available for ¿mesh failure¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ medical records: the known medical records span (B)(6) 2009 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from (B)(6) 2009 through (B)(6) 2014 were not provided. Patient information: medical history: obesity; (B)(6) 2009: 235 lbs., bmi 33; (B)(6) 2014: 291 lbs., bmi 40.7; ¿gained 60 lbs. Over the past 6 months due to sedentary lifestyle."; (B)(6) 2015: 271 lbs., bmi 39. ¿she has been trying to lose weight since her operation but has only lost 10 lbs. In the past 6 months.¿; hypothyroidism; asthma; malignant pheochromocytoma [tumor in adrenal gland]. Prior surgical procedures: unknown date: cesarean section; unknown date: bilateral repair of incisional hernia; unknown date: adrenalectomy; unknown dates: multiple pheochromocytoma excision x 7; implant preoperative complaints: no records provided. Implant procedure: no records provided, ¿although the patient underwent laparoscopic repair of the hernia with gore-tex dual mesh two years ago.¿ no product identification information was provided. Implant date: no records provided, referenced as ¿prior incisional hernia repair at ucsf in (B)(6) 2007¿. Explant preoperative complaints: (B)(6) 2009: history and physical: recurrent incisional hernia. ¿history of multiple prior abdominal surgeries. Prior incisional hernia repair at ucsf in (B)(6) 2007. Developed recurrent incisional hernia. Obesity. Incisional hernia repair (B)(6). There is a reducible 8 cm mass in the right lower quadrant below her incision without overlying skin changes. CT abdomen/pelvis with contrast reveals right lower quadrant ventral hernia containing bowel without obstruction (B)(6) 2008. Recurrent incisional hernia right lower quadrant. I have recommended incisional hernia repair using marlex mesh overlay graft.¿ (B)(6) 2009: ¿... Has had six or seven prior lower abdominal procedures via low transverse incision with a history of excision of multiple pheochromocytoma requiring excision in addition to incisional hernia repair in 2005 [sic] at ucsf. She developed a recurrent intermittent mass in the right lower quadrant occasionally associated with nausea and vomiting. CT scan confirmed hernia with bowel involvement in the right lower quadrant suggesting a spigelian type although the patient underwent laparoscopic repair of the hernia with gore-tex dual mesh two years ago. She was referred for surgical consultation and recommended to undergo open repair of her recurrent incisional hernia with transient periods of incarceration.¿ explant procedure: repair of complex incarcerated recurrent incisional hernia using primary repair followed by marlex overlay graft. Implant: marlex. Explant date: (B)(6) 20009: ¿the patient was brought to the operating room and given general endotracheal anesthesia. The abdomen was sterilely prepped and draped. The defect in the right lower quadrant had been previously marked and a low transverse incision made directly over this. Incision repaired down through the copious abdominal pannus in this patient down to the abdominal wall fascia revealing an 8 cm fascial defect with protuberant small intestine. There was a defect more inferiorly associated with a low transverse incision which required delineation also as the abdominal wall was quite weak. The hernia sac was completely taken down, the peritoneum opened and the small bowel which was adherent to the hernia sac and abdominal wall completely dissected free of the abdominal wall circumferentially for 2 cm anteriorly. The fascial defect was then closed primarily using running #1 prolene suture. The defect associated with the prior low transverse incision lateral third of the incision was similarly dissected free and closed primarily using #1 running prolene. Next, a 3 x 6 inch marlex graft was then sutured anterior to the rectus fascia using 0 prolene circumferentially with a 3 cm overlap circumferentially of the repair. The abdominal wound was then copiously irrigated with warm saline. The deep subcu was reapproximated with 2-0 vicryl and then the skin reapproximated with staples after infiltrating the wound with 0.5% marcaine.¿ findings: ¿exploration via a low right lower quadrant transverse incision revealed a complex hernia involving a large spigelian type defect in the right lower quadrant combined with a failed prior gore-tex dual mesh graft placed laparoscopically in addition to incisional hernia associated with the prior low transverse incision involving the right lateral third of the incision. Both complex hernia sacs were completely taken down and the abdominal wall repaired primarily followed by overlay graft with 3 x 6 marlex.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. Previous patient code (3191: appropriate term/code not available for ¿mesh failure¿) was reported based on the original complaint and are no longer applicable per gore¿s investigation. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as ¿withdrawn.¿ medical records: the known medical records span (B)(6) 2009 through (B)(6) 2015 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Operative records and product identification information for the alleged gore device implanted during a surgical procedure in (B)(6) 2007¿ were not provided. Medical records from (B)(6) 2009 through (B)(6) 2014 were not provided. Patient information: medical history: obesity: (B)(6) 2009: 235 lbs., bmi 33. (B)(6) 2014: 291 lbs., bmi 40.7. ¿gained 60 lbs. Over the past 6 months due to sedentary lifestyle.¿ (B)(6) 2015: 271 lbs., bmi 39. ¿she has been trying to lose weight since her operation but has only lost 10 lbs. In the past 6 months.¿ hypothyroidism. Asthma. Malignant pheochromocytoma [tumor in adrenal gland]. Prior surgical procedures: unknown date: cesarean section. Unknown date: bilateral repair of incisional hernia. Unknown date: adrenalectomy. Unknown dates: multiple pheochromocytoma excision x 7. Implant preoperative complaints: no records provided. Implant procedure: no records provided, ¿although the patient underwent laparoscopic repair of the hernia with gore-tex dual mesh two years ago.¿ no product identification information was provided. Implant date: no records provided, referenced as ¿prior incisional hernia repair at ucsf in (B)(6) 2007¿. Explant preoperative complaints: (B)(6) 2009: history and physical: recurrent incisional hernia. ¿history of multiple prior abdominal surgeries. Prior incisional hernia repair at ucsf in (B)(6) 2007. Developed recurrent incisional hernia. Obesity. Incisional hernia repair (B)(6). There is a reducible 8 cm mass in the right lower quadrant below her incision without overlying skin changes. CT abdomen/pelvis with contrast reveals right lower quadrant ventral hernia containing bowel without obstruction (B)(6) 2008. Recurrent incisional hernia right lower quadrant. I have recommended incisional hernia repair using marlex mesh overlay graft.¿ (B)(6) 2009: ¿... Has had six or seven prior lower abdominal procedures via low transverse incision with a history of excision of multiple pheochromocytoma requiring excision in addition to incisional hernia repair in 2005 [sic] at ucsf. She developed a recurrent intermittent mass in the right lower quadrant occasionally associated with nausea and vomiting. CT scan confirmed hernia with bowel involvement in the right lower quadrant suggesting a spigelian type although the patient underwent laparoscopic repair of the hernia with gore-tex dual mesh two years ago. She was referred for surgical consultation and recommended to undergo open repair of her recurrent incisional hernia with transient periods of incarceration.¿ explant procedure: repair of complex incarcerated recurrent incisional hernia using primary repair followed by marlex overlay graft. Implant: marlex. Explant date: (B)(6) 2009: findings: ¿exploration via a low right lower quadrant transverse incision revealed a complex hernia involving a large spigelian type defect in the right lower quadrant combined with a failed prior gore-tex dual mesh graft placed laparoscopically in addition to incisional hernia associated with the prior low transverse incision involving the right lateral third of the incision. B oth complex hernia sacs were completely taken down and the abdominal wall repaired primarily followed by overlay graft with 3 x 6 marlex.¿ procedure: ¿the defect in the right lower quadrant had been previously marked and a low transverse incision made directly over this. Incision repaired down through the copious abdominal pannus in this patient down to the abdominal wall fascia revealing an 8 cm fascial defect with protuberant small intestine. There was a defect more inferiorly associated with a low transverse incision which required delineation also as the abdominal wall was quite weak. The hernia sac was completely taken down, the peritoneum opened and the small bowel which was adherent to the hernia sac and abdominal wall completely dissected free of the abdominal wall circumferentially for 2 cm anteriorly. The fascial defect was then closed primarily using running #1 prolene suture. The defect associated with the prior low transverse incision lateral third of the incision was similarly dissected free and closed primarily using #1 running prolene. Next, a 3 x 6 inch marlex graft was then sutured anterior to the rectus fascia using 0 prolene circumferentially with a 3 cm overlap circumferentially of the repair. The abdominal wound was then copiously irrigated with warm saline. The deep subcu was reapproximated with 2-0 vicryl and then the skin reapproximated with staples after infiltrating the wound with 0.5% marcaine.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/05: [missing records: operative report/possible pathology report for the incisional hernia repair was not provided.] ??/??/07: [missing records: operative report/possible pathology report for the laparoscopic hernia repair was not provided; may be same procedure as 05/??/07.] 05/??/07: [missing records: operative report/possible pathology report for the incisional hernia repair done at ¿ucsf¿ was not provided.] 09/05/08: [missing records: records for CT scan showing ¿right lower quadrant ventral hernia¿ were not provided.] (B)(6) 2009: (B)(6). History and physical. Cc: recurrent incisional hernia. Hpi: hx multiple prior abdominal surgeries. Prior incisional hernia repair at ucsf in may 2007. Developed recurrent incisional hernia. CT scan of the abdomen 9/08 revealed a right lower quadrant ventral hernia containing bowel without obstruction. C/o symptoms w/ exertion, coughing, straining. Was referred for surgical consultation for recurrent incisional hernia repair. Denies changes in bowel, rectal bleeding, anorexia or weight loss. Has had some nausea and constipation. Pmh: obesity. Psh: incisional hernia repair (B)(6). Exam: wt 235 lbs. Abdomen soft, non-distended, bowel sounds normal, non-tender. There is a reducible 8 cm mass in the right lower quadrant below her incision without overlying skin changes. Diagnostic studies: CT abdomen/pelvis with contrast reveals right lower quadrant ventral hernia containing bowel without obstruction 09/05/08. Impression: recurrent incisional hernia right lower quadrant. I have recommended incisional hernia repair using marlex mesh overlay graft. Risks, benefits, alternatives discussed. The patient understands and wishes to proceed. (B)(6) 2009: (B)(6) [assigned]. Anesthesia record. Diagnosis: recurrent incisional hernia. Procedure: recurrent incisional hernia repair with poss mesh. Ros: bmi 33. Additional information surgical: right thyroid and partial left thyroidectomy, abd surg x 6 for tumor removal, c-section x 1, bil. Incisional hernia repair. Asa 2. (B)(6) 2009: (B)(6). Operative report. Preop diagnosis: recurrent incisional hernia. Postop diagnosis: recurrent complex incarcerated incisional hernia. Procedure: repair of complex incarcerated recurrent incisional hernia using primary repair followed by marlex overlay graft. Indications for the procedure: this 41-year-old female has had six or seven prior lower abdominal procedures via low transverse incision with a history of excision of multiple pheochromocytoma requiring excision in addition to incisional hernia repair in 2005 at ucsf. She developed a recurrent intermittent mass in the right lower quadrant occasionally associated with nausea and vomiting. CT scan confirmed hernia with bowel involvement in the right lower quadrant suggesting a spigelian type although the patient underwent laparoscopic repair of the hernia with gore-tex dual mesh two years ago. She was referred for surgical consultation and recommended to undergo open repair of her recurrent incisional hernia with transient periods of incarceration. Findings: exploration via a low right lower quadrant transverse incision revealed a complex hernia involving a large spigelian type defect in the right lower quadrant combined with a failed prior gore-tex dual mesh graft placed laparoscopically in addition to incisional hernia associated with the prior low transverse incision involving the right lateral third of the incision. Both complex hernia sacs were completely taken down and the abdominal wall repaired primarily followed by overlay graft with 3 x 6 marlex. Description of procedure: ¿the patient was brought to the operating room and given general endotracheal anesthesia. The abdomen was sterilely prepped and draped. The defect in the right lower quadrant had been previously marked and a low transverse incision made directly over this. Incision repaired down through the copious abdominal pannus in this patient down to the abdominal wall fascia revealing an 8 cm fascial defect with protuberant small intestine. There was a defect more inferiorly associated with a low transverse incision which required delineation also as the abdominal wall was quite weak. The hernia sac was completely taken down, the peritoneum opened and the small bowel which was adherent to the hernia sac and abdominal wall completely dissected free of the abdominal wall circumferentially for 2 cm anteriorly. The fascial defect was then closed primarily using running #1 prolene suture. The defect associated with the prior low transverse incision lateral third of the incision was similarly dissected free and closed primarily using #1 running prolene . Next, a 3 x 6 inch marlex graft was then sutured anterior to the rectus fascia using 0 prolene circumferentially with a 3 cm overlap circumferentially of the repair. The abdominal wound was then copiously irrigated with warm saline. The deep subcu was reapproximated with 2-0 vicryl and then the skin reapproximated with staples after infiltrating the wound with 0.5% marcaine. Sterile dressing was placed and abdominal wall binder placed. The patient was extubated and taken to recovery in satisfactory condition.¿ complications: none. Specimen sent: hernia sac excised, not sent. Product identification records for the alleged ¿gore-tex dual mesh¿ were not provided. [Missing records: records for the CT scan showing ¿hernia with bowel involvement in the right lower quadrant¿ were not provided.] (B)(6) 2009: (B)( 6). Intraoperative record. Implant record. Bard mesh. Size: 3¿ x 6¿ (7.6cm x 15cm). Records between (B)(6) 2009 and (B)(6) 2014 were not provided. (B)(6) 2014: (B)(6). Operative report. Procedure performed: laparoscopic lysis of adhesions, mobilization of small bowel and sigmoid colon. Pre/postop dx: r hydrosalpinx. Indications: 47 year old woman with fibroid uterus, right sided hydrosalpinx and pelvic pain. I previously performed laparoscopic cholecystectomy on (B)(6) 2014 and consulted dr. Westgate when she came for her post-op visit. As she has had multiple abdominal operations and hernia repairs with mesh for pheochromocytoma resections, I agreed to assist dr. Westgate with laparoscopic access and mobilization of bowel. Findings: dense lower abdominal and pelvic adhesions. Procedure details: ¿please refer to dr. Westgate's full operative report. After time-out, I created a 5mm supraumbilical incision with the #11 blade. The veress needle was passed and correct location was confirmed with the saline and aspiration tests. I then placed a 5mm trocar using the optiview technique and connected to 15mm hg pressure. The abdominal cavity was examined and we confirmed no evidence of intra-abdominal injury. We then placed a rlq 5mm trocar and took down the remaining adhesions with sharp scissors. The small bowel was mobilized cephalad. We placed a 12mm suprapubic trocar and used this location to mobilize the sigmoid colon from the uterus. An additional llq 5mm trocar was also used. At this point I turned the case over to dr. Westgate so please refer to her note.¿ complications: none. (B)(6) 2014: (B)(6). Discharge summary. Hospital course: admitted after undergoing laparoscopic supracervical hysterectomy with right salpingo-oophorectomy and left salpingectomy, cystoscopy and extensive lysis of adhesions. Postop day #2 meeting all discharge criteria and was discharged home. Incisions clean, dry, intact and well approximated. Discharge instructions: no heavy lifting, no strenuous exercise, pelvic rest for 6 weeks. (B)(6) 2014: [missing records: records for the CT abdomen/pelvis with contrast were not provided.] (B)(6) 2015: (B)(6). History and physical. Cc: evaluate for hernia repair. Hpi: underwent laparoscopic hysterectomy on 3/13/2014. I assisted with the laparoscopic access. She recovered well but felt a pop while getting out of the pool shortly after her operation. She now has a reducible hernia at her suprapubic port site. She feels it bulging out all the time but is able to apply gentle pressure to reduce it. She denies any obstructive symptoms. She has chronic constipation. She has been trying to lose weight since her operation but has only lost 10 lbs. In the past 6 months. She feels the hernia is increasing in size. Ros: constipation. Social hx: alcohol/tobacco use- never. Unemployed- on disability. Exam: wt. 271.8 lbs, bmi 39.08. Gastrointestinal: soft, non-tender, non-distended, obese, moderated sized 6-8 cm reducible suprapubic hernia, nontender, no erythema. Review/radiology results: CT abd/pelvis with contrast (B)(6) 2014. Impression: incisional hernia; worsening. Plan: at this time, the hernia is causing her significant distress and I recommend laparoscopic repair. We will proceed with repair tomorrow, (B)(6) 2015. She will need to avoid lifting over 10 lbs. For the next 6 weeks. (B)(6) 2015: (B)(6). Operative report. Procedure performed: incisional herniorrhaphy laparoscopic, lysis of adhesions. Pre/postop dx: lower abdominal incisional hernia. Implants: 17x10cm symbotex mesh. Indications: 48 year old woman with symptomatic lower suprapubic incisional hernia, consented for laparoscopic repair. Findings: 6x5cm lower pfannenstiel incisional hernia just to the right of midline, dense adhesions from previous operations, difficult dissection and lysis of adhesions, modifier -80. Procedure details: ¿patient was brought to the operating room and placed on the table in the supine position. She was endotracheally intubated without incident. She received preoperative antibiotics and bilateral lower extremity sequential compression devices were placed. Time-out was performed identifying the correct patient and procedure. Her abdomen was prepped and draped in the usual sterile fashion. I used a #11 blade to create a 12mm suprapubic incision and passed the veress needle easily. We confirmed the correct location with both the aspiration and saline drop test. We insufflated to 15mm hg. The needle was removed and replaced with a 12mm trocar using the optiview technique. We confirmed no evidence of intra-abdominal injury however there were dense adhesions. I placed a left subcostal 5mm trocar to assist with adhesiolysis using sharp scissors and the ligasure. Once the adhesions were adequately mobilized, I placed one additional 5mm port in the left lower abdomen. The hernia was identified and all incarcerated omentum and bowel had been reduced. I used ligasure to take down attachments of omentum to the hernia sac and the sac was left in place. Once I had reduced all the omentum to the peritoneal cavity, I measured the defect and found it be 6x5 cm. I made a skin nick and passed #1 ethibond on the endoclose to reapproximate the hernia edges with a figure-of-eight stitch. I then opened the 17x10 cm oval mesh to allow for at least 2.5cm overlap circumferentially. The mesh was hydrated and rolled up to be inserted via the 12mm trocar. Once inside, it was opened fully and oriented appropriately. I secured the mesh with sorbatacks circumferentially 1 cm from the edge and spaced out at 1 cm intervals. I continued to place tacks until the entire mesh was secured and there was no gap or defect . The intra-abdominal pressure had been decreased to 8mm hg. I reexamined the abdomen, confirmed hemostasis and passed 0 vicryl on an endoclose to close the defect at the 12mm trocar site. I reexamined the field one last time and confirmed it was hematostatic [sic]. The pneumoperitoneum was evacuated under direct vision and the remaining ports were removed. The skin incisions were closed with 4-0 monocryl and covered with dermabond and I placed a pressure dressing of gauze and tegaderm in the hernia defect to keep the hernia sac decompressed. At the end of the case, all sponge, instrument and needle counts were correct. The patient was extubated and transferred to pacu in stable condition.¿ complications: none. (B)(6) 2015: (B)(6) implant log record. Implant: covidien symbotex. Quantity: 1 . A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. The initial reporter's complete (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent hernia repair on an unknown date (approximately 2005), whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh failure, additional surgery. Additional event specific information was not provided.